Event description:
It was reported that during a surgery, after successfully stripped off t1, prepared to strip off t2, but t2 fell off spontaneously. No patient injury was reported.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The trigger has been fully advanced and locked within the handle indicating a deployment of t1 and advancement of t2.approximately 13 inches of suture was also returned, no ts. The sutures length is consistent with a successfully used device. This investigation could not identify any evidence of product contribution to the reported complaint.